Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation..this MDR is associated with MDR 3005168196-2015-00558.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 and 141.5 cm from the proximal end; the coil was detached from the pusher assembly and stuck inside the introducer sheath with the proximal constraint sphere intact. The outer diameter of the distal detachment tip (ddt), pusher assembly, and the coils' undamaged sections were measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a thrombectomy procedure using ruby coils. During the procedure, the physician removed a ruby coil due to sizing. Upon retraction, the ruby coil unintentionally detached. The detached ruby coil was successfully removed using a snare device. The physician used a new ruby coil. The physician attempted to remove and re-sheath the ruby coil to reposition the microcatheter and it unintentionally detached. There was no report of any adverse impact on the patient. Evaluation of the returned devices revealed that both pusher assemblies were damaged and the coils were detached. This type of damage typically occurs due to improper handling during use. If the devices were manipulated at an angle while force is being applied, it is likely that damage to the pusher assemblies will occur. If the pusher assembly is fractured and the pull wire is retracted, it is likely that the coil will detach. If the pusher assembly was withdrawn with force against resistance, it is possible that the distal shaft of the pusher assembly will stretch. This will allow the distal detachment tip (ddt) to stretch beyond reach of the pull wire and the coil to detach. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient undergoing a thrombectomy procedure using ruby coils. During the procedure, the physician removed a ruby coil due to sizing. Upon retraction, the ruby coil unintentionally detached. The detached ruby coil was successfully removed from the patient using a snare device. The physician used a new ruby coil. The physician attempted to remove and resheath the ruby coil to reposition the microcatheter and it unintentionally detached inside the microcatheter. The procedure successfully continued using another manufacturer's coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4). The information reported on the initial MFR. Report was incorrect as there were no adverse events associated with this complaint. Therefore, only product problem should have been marked.